Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information (B)(6) 2003: (B)(6) center. Ms-iii. Anesthesia: general. Complications: none. Specimens: none. History: ¿this is a 52-year-old caucasian female who has had a ventral hernia repaired twice, once at the end of (B)(6) and once at the beginning of february this year with gore mesh and a prolene mesh who now presents with an open wound with exposed mesh within the wound. The patient has been undergoing wet-to-dry dressings and now presents for surgical debridement and dressing placement.¿ findings and procedure: ¿the patient's anterior abdominal wall was scrubbed with betadine scrub and draped with sterile drapes. The abdominal wound was completely opened in length from the xiphoid to the umbilicus and then the wound was thoroughly irrigated with 3 liters of normal saline under pressure and then necrotic tissue was then debrided. Then a liter of saline with bacitracin was then used for irrigation under pressure. Betadine ointment was then placed in the base of the wound and a vac dressing was cut to size and placed into the wound and suction was then applied to this. Abdominal bindings were placed around the abdomen. The patient was transported to the postanesthesia care unit in good condition. Sponge and needle counts were all correct at the end of the case.¿ (B)(6) 2003: (B)(6) center. (B)(6), do. Operative report. Assistant: (B)(6), pa. Preoperative and postoperative diagnosis: open abdominal wound. Procedure: excision and debridement with delayed primary closure of open abdominal wound over drains. Anesthesia: general. Specimens: none. History: ¿this is a 53-year-old caucasian female who has been in the hospital now for about 11 days after debridement of open abdominal wound after ventral herniorrhaphy x2 early this year with exposed mesh in the wound. The patient had been treated with a vac dressing during these 11 days to cleanse the wound. The wound edges are now clean. The patient is being brought to the operating room for excisional debridement and wound closure. Procedure: ¿the wound was then thoroughly irrigated with 2 liters of normal saline under pressure. The edges were then debrided. The skin edges were incised and removed. The wound was irrigated with an additional 2 liters of saline under pressure, and the wound was closed over blake drains using 1-0 pds suture. Then the skin was closed using a 3-0 nylon suture in a vertical mattress fashion. The drains were sutured in placed using a 3-0 nylon suture and trimmed to length. There was a total of 5 ml of betadine ointment infused into the wound. The wound was closed without difficulty. A sterile dressing was placed over the wound. The patient was transported to the postanesthesia care unit in good condition. The sponge, needle, and instrument counts were all correct at the end of the case.¿ relevant medical information: (B)(6) 2003: (B)(6) center. (B)(6), do. Operative report. Assistant: (B)(6), pa. Preoperative and postoperative diagnosis: open 8 x 5.7 intra-abdominal wound. Procedure: split-thickness skin graft 0.15 thick to 45.6 sq cm. Anesthesia: general. History: ¿¿ with a long-standing intra-abdominal wound status post ventral abdominal hernia last (B)(6) and this became infected. Subsequently, she has had an open wound, which is now healed and ready for grafting. She presents for such today.¿ procedure: ¿the graft site is abraded with a scratch pad and then a 5 x 10-cm skin is taken from the left lateral thigh and then meshed to 1:1.5. It was then placed onto the graft site and stapled and sutured into place using 0.35 staples and 3-0 vicryl suture. Adaptic is then placed over the abdominal wound and a tegaderm was placed over the donor site.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2003 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2003, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection & removal. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the operative report detailing ¿repair of large ventral hernia¿ were not provided.]. (B)(6) 2003: (B)(6) medical center. Md. (B)(6) operative report. Procedure date: (B)(6) 2003. Preoperative diagnosis: recurrent incarcerated ventral hernia. Postoperative diagnosis: recurrent incarcerated ventral hernia. Anesthesia: general and epidural. Procedure: repair of recurrent incarcerated ventral hernia. Operative indications: the patient is a morbidly obese, middle-aged woman who recently underwent repair of a large ventral hernia. She developed a recurrence with incarceration of small bowel. Operative findings: the right lateral side of her suture line had disrupted and there was incarcerated small bowel. Operative note: ¿with the patient under adequate general and epidural anesthesia, the abdomen was prepped and draped. The old incision was reopened and the subcutaneous sutures were removed. Immediately apparent were several loops of small bowel above the fascial mesh repair. These were gently replaced within the abdominal cavity and a new 14 cm x 19 cm piece of duomesh gore-tex was sutured to the right lateral edge of the previous repair, and then to the right lateral edge of the fascia with running prolene suture. The entire fascial repair was then oversewn with running 1 prolene. At this point, a super large piece of prolene mesh was sutured over the entire abdominal wall fascia creating a double sandwich layer. This was done with two concentric layers of running 1 prolene. This completed the repair. Two 10 mm flat jackson-pratt drains were placed in the subcutaneous and brought out through separate stab wounds. The subcutaneous was closed with 1 vicryl, the skin was stapled. Dry sterile gauze and abdominal binders were applied. The patient was awakened, extubates and returned to the scu in satisfactory condition.¿. (B)(6) 2003 [assigned]: (B)(6)medical center. Md.(B)(6) progress notes. Preoperative/ postoperative diagnosis: recurrent ventral hernia. Procedure: repair with mesh. Anesthesia: epidural, general. Findings: disrupted ventral hernia repair. Implant sticker: gore-tex dualmesh biomaterial. Item#: 1dlmc04. Lot#: 01692595. Implant sticker: bard® mesh monofilament knitted polypropylene. The records confirm a gore® dualmesh® biomaterial (1dlmc04/01692595) was implanted during the procedure. (B)(6) 2003: (B)(6) medical center. David j, rydell, do. Operative report. Date of procedure: (B)(6), 2003. Preoperative diagnosis: infected ventral abdominal wound. Postoperative diagnosis: infected ventral abdominal wound. Procedure: debridement of ventral abdominal wound, placement of vac dressing. Assistant: michael morrow, pa, and erin wentworth, ms-iii. Anesthesia: general. Complications: none. (B)(6) 2003: [missing records: pages 2-3 of 3 of operative report for debridement of ventral abdominal wound, placement of vac dressing were not provided.]. (B)(6) 2003: (B)(6) medical center. Do. (B)(6) operative report. Date of procedure: (B)(6) 2003. Preoperative diagnosis: infected ventral hernia mesh. Postoperative diagnosis: infected ventral hernia mesh. Procedure: excision and drainage of ventral hernia abscess. Removal of gore-tex and prolene mesh. Assistant: mike moreau, p.a. Anesthesia: general. Complications: none. Specimens: cultures of abscess cavity. Disposition: the patient transferred to postanesthesia care unit in good condition. History of present illness: this is a 53-year-old caucasian female with a history of ventral abdominal hernia. She underwent repair this january with inspection and closure with mesh. She underwent vac-dressing placement and abdominal wall closure, however, has continued to have problems with drainage from the abdominal wound and therefore now present for excision of this abscess and removal of this mesh. On the day of the procedure the patient¿s heart rate was regular. Her lungs were clear and her abdomen was soft and nontender. Findings and procedure: ¿after obtaining written consent from the patient, the patient was brought to the operating room and placed in a supine position. General anesthesia was administered and the patient monitored throughout the case. The patient¿s abdominal wall was scrubbed with hibiclens scrub and draped with sterile drapes. The midline incision was then opened. Dissection was carried out down to the mesh. A probe was place through the jackson-pratt drain site to identify the abscess cavity and then the prolene mesh was opened. The abscess cavity was identified. Both the prolene mesh and the underlying gore-mesh were then removed in their entirety taking out all suture and mesh material and passed off the operative field. There was good granulation tissue under the gore-mesh; this area was thoroughly irrigated under direct propulsion irrigation and then bacitracin irrigation solution was also used. A vac dressing was then placed into the wound and the vac dressing was then collapsed. The patient was transferred to the postanesthesia care unit in good condition. All sponge and needle counts were correct at the end of the case. The patient¿s daughter was spoken to at the end of the case over the phone at the number she had left.¿. Records span 02/05/03 to 07/15/03. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 and #2 preoperative complaints: (B)(6) 2003: (B)(6) medical center. (B)(6), md. Indication: ¿the patient is a morbidly obese middle-aged woman with multiple comorbidities who presents with a large ventral hernia in the upper midline incision following previous fairly unsuccessful gastric restrictive procedure. A preoperative workup including a colonoscopy and ultrasound were unremarkable.¿ implant #1 and #2 procedure: laparoscopic enterolysis with open ventral hernia repair with mesh. Implant: gore® dualmesh® biomaterial x2, [#1. 1dlmc04/(B)(6). #2. 1dlmc04/(B)(6)] implant #1 and #2 date: (B)(6) 2003 (hospitalization (B)(6) 2003) ¿ (B)(6) 2003: (B)(6) medical center. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: ventral hernia. Anesthesia: general. ¿ findings: ¿there were mild-to-moderate adhesions to the anterior abdominal wall defect, however the defect measured at least 20 x 15 cm and we were unable to use a large enough piece of mesh within the peritoneum to close it. We therefore performed an open repair after an extensive laparoscopic enterolysis.¿ ¿ findings: hand-written note: ¿adhesions to anterior abdominal wall. Massive fascial defect ~ 20 x 30 cm. Covered with (2) large dualmesh.¿ ¿ procedure: ¿with the patient under general anesthetic, the abdomen was prepped and draped. A small incision was made in the left lateral abdomen and a hasson cannula was inserted under direct vision. The abdomen was insufflated and two 5 mm trocars were placed in the left upper and lower quadrants. Extensive omental and colon adhesions were taken down using the harmonic scalp. The fascial defect encompassed almost the entire upper abdomen which was quite large from the umbilicus to the pubis extending a distance of approximately 20-30 cm in length and 15-20 cm in width. I contemplated sewing two or three or four large dual mesh gore-tex pieces together but overall felt that this would not be an acceptable type of repair for her. The trocars were removed and the abdomen was incised in the midline. The fascia was exposed and the hernia sac was excised. The fascia was undermined superiorly circumferentially. Two large pieces of gore dual mesh were sutured in an overlapping fashion with 3-0 gore-tex suture. A wet lap pad was applied over the viscera covered with a fish retractor. The large combined pieces of dual mesh were inserted into the abdomen with the smooth side down. It was then sutured circumferentially with significant overlap all around utilizing a running 3-0 gore-tex suture. The upper portion of the incision was reinforced with #1 vicryl. The fish and lap pad were removed prior to closure. The subcutaneous tissue was closed over a flap suction catheter utilizing #1 vicryl. The skin was closed with staples. The suction catheter was let out through one of the stab wounds for the trocar site. Dry sterile gauze was applied and the patient was awakened, extubated and returned to pacu where she was to undergo placement of an epidural catheter by dr. (B)(6). Estimated blood loss, less than 200 cc. Specimens, none. Complications, none.¿ ¿ (B)(6) 2003: penobscot bay medical center. Implant stickers: o #1: ¿gore-tex dualmesh biomaterial¿. Item#: 1dlmc04. Lot#: 01692603. O #2. ¿gore-tex dualmesh biomaterial¿. Item#: 1dlmc04. Lot#: 01668657. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.